Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving prialt at an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a pump alarm and the report from the pump showed a motor stop. There were no patient symptoms reported. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that they explanted the pump and implanted a new one. It was reported that at the time of the report the issue was resolved. The patient status at the time of the event was alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft and corrosion was observed on gear wheel 3 of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). No longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the exact implant date was unknown, but it was noted that it was about 6 years ago. A review of pump logs that were provided by the manufacturer representative indicated that the concentration of prialt is 25,0 mcg/ml and daily dose is 6,0003 mcg/ml. The pump logs also indicated that there was a motor stall that occurred on (B)(6) 2018 09:34 and a stopped pump may exceed tube set that occurred on (B)(6) 2017 09:34. A motor stall recovery occurred on (B)(6) 2017 22:43. An additional motor stall occurred on (B)(6) 2017 07:29 with a motor stall recovery on (B)(6) 2017 10:17. Another motor stall occurred on (B)(6) 2017 16:45 with a stopped pump may exceed tube set that occurred on (B)(6) 2017 16:45. There was no motor stall recovery noted for the most recent motor stall. No further complications were reported and/or anticipated.